Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia (oaz). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oaz, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit due to the unexpected stress being applied to the camera cable by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the image was not displayed on the monitor, and the camera cable was wrinkled at camera head side, as reported. Therefore, (B)(4) surmised that the damage of the camera cable might be caused the no image. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the routine maintenance of the subject device, it was found that the image of the subject device was not displayed, and the camera cable at the camera head side had been wrinkled. There was no report of patient injury associated with this event.